Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the reservoir had an air bubbles. The blood glucose level was 140 mg/dl. During troubleshooting, the customer stated that the insulin pump was not rewound with the reservoir in place and insulin was stored at room temperature but taken out 25 minutes prior to using. It was advised to prime the air bubbles out. The customer was able to prime the air bubbles out but prime had to be done multiple times. The customer declined to check for insulin leaks. The product will not be returned for analysis.